Event description:
The user facility reported that they were unsure of how the device failed. The estimated blood loss was less than 250cc. Additional information was received on 30apr2024: the collagen and anchor did not advance out of the introducer sheath when the hubs were clicked together. The physician thought that they had, so when he withdrew the device following proper protocol, the vascular closure device (vcd) came out with the entire system. Peripheral angiogram of the left iliac artery with balloon & stenting using a 7fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion, deployment, or withdrawal of the device. The system inserted easily, they were able to locate the artery easily and thought they set the anchor. The device connected together and easily withdrew during the deployment portion. A pre-deployment angiogram was performed. The patient was stable. Hemostasis was achieved by manual pressure and protamine because they did not have the activated clotting time (act) and had given heparin.

Manufacturer narrative:
E3: occupation: rt. H4: device manufacture date: unknown, as the involved product code was unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The anchor and collagen were found separated from the device and the suture was found to have been cut and deployed. The sheath and carrier tube were cut into near the distal tip of the assembly where the suture was protruding from the cut area. Functional testing could not be performed due to the condition the sample was returned in. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).